Event description:
Patient reported obtaining back-to-back blood glucose results of 321 mg/l, 182mg/dl 259 mg/dl, and 103 mg/dl, while using the suspect product. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Produced the discrepant results. Patient noted that current strip lot has been tested with controls solutions and can results were within acceptable ranges.